Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient reports their controller application had crashed which was reported on a separate case. The patient's blood glucose levels declined to 24 mg/dl while wearing the pod for longer than 48 hours. The patient had drank soda as well as juice and consumed food. Symptoms reported include shaking, sweating and losing consciousness. The patient was out hunting and a med flight was needed to bring the patient to the hospital. The patient was treated with adrenaline so they could stand. Once at the hospital the patients pod was removed. The patient had a calculated globulin test and a blood test administered. The patient was treated with intravenous fluids. The patient was in the hospital for 1 day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s921usqs4byg2. Hardware: sm-s921u. Cgm sensor type: g7.